Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of left knee due to infection. Removal of poly liner and subsequent washout of low grade infection.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: device was not returned however, inspection of provided explanted image shows some blood stains on insert. Nothing else can be determined from the explanted images. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot and sterile lot referenced. Conclusions: the event could not be confirmed nor the root cause determined as patient information, clinical history, and results of blood work for infection were not provided. Inspection of provided explanted images shows some blood stains on device. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Revision of left knee due to infection. Removal of poly liner and subsequent washout of low grade infection.